Event description:
Clinical trial. Same case as 6000093-2006-01387, 6000089-2006-01553, -01552, -01544, same patient as MFR # 6000093-2006-01310. It was reported that 13 days post index procedure, the patient expired. The index procedure treated 4 target vessels. Target lesion 1 was in the proximal circumflex and received a taxus express2 2.5 x 12mm stent, along with a taxus express2 2.5 x 20 mm stent. There was overlap of the 2 stents in this lesion. Target lesion 2 was in the mid lad and received a taxus express2 2.75 x 32 mm stent. Lesion 3 was in the left main and received a taxus express2 3.5 x 16mm stent. Lesion 4 was in the mid and distal lad and received a taxus express2 2.5 x 12 mm stent. All lesions were direct stented. After multiple attempts to cross a lesion in the lad with a taxus express2 2.25 x 16 mm stent, the stent delivery system shaft was broken. The entire system was removed easily, and 3 arthos pico stents were placed instead. The patient also received heparin, nitrates, and an unspecified catecholamine during the procedure. Peri procedure, the patient experienced a perforated mid lad which resulted in cardiac tamponade and subsequent cardiogenic shock. The event was noted as resolved the following day. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this comlaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. A similar complaints review could not be performed as the batch number is unknown.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. A similar complaints review could not be performed as the batch number is unk.